Event description:
The customer reported that the system displayed an error message and was locked up. There was no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is available. However, no report of patient or staff injury was reported.